Manufacturer narrative:
The device was returned and evaluated. The evaluation revealed the needle is bent/curved and there was fluid in the aspiration tubing. The back cap was aligned correctly with the vent holes in the side of the cutter body. The connectors were inspected and no damage was found, however the connector that is 9 inches from the back of the cutter is loose, but not disconnected. Functional testing was performed and the needle did not move and would not cut, the aspiration did continue to work. The bent needle could contribute to the poor cutting performance however the needle was returned without the tip protection and sticking out of a plastic bag, thus the cause of the bent needle could not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn. The investigation is complete.

Manufacturer narrative:
The product has been requested for return. Manufacturing and sterilization records for this device were reviewed and found to be acceptable. The investigation is underway.

Event description:
A user facility in the united kingdom reported that the device did not cut during the vitrectomy procedure, however, aspiration continued. The device was replaced and surgery was completed with no reported patient impact.